Event description:
The pressurewire device was returned; however, no procedural information was provided. Returned device analysis identified the pressurewire was returned with a separation at the proximal tube located 20cm (centimeters) from proximal end of wire both proximal and distal segments were returned. Both separation ends were jagged. The teflon (ptfe) coating was torn at the separation ends. The teflon (ptfe) coating was scraped off the proximal tube at the proximal tube distal segment separation end. There were multiple bends and kinks over the length of the proximal tube distal segment. No information was reported on this complaint there were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The pressurewire was unable to be tested due to the returned condition. The transmitter was tested and functioned as intended. Production record and corrective and preventative actions (CAPA) reviews were performed. In this case, a definitive cause could not be determined as there was no specific device issue reported. The returned pressurewire was noted to be separated with multiple bends, kinks, and damage to the coating. The extensive damage was not reported and may have occurred during use or due to inadvertent mishandling during packaging for return; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.